Event description:
It was reported that the patient experienced diaphragmatic stimulation when lying down to sleep. The lead polarity was reprogrammed and the patient was scheduled to have the lead repositioned. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced diaphragmatic stimulation when lying down to sleep. The lead polarity was reprogrammed and the patient was scheduled to have the lead repositioned. The lead is still in use. No further patient complications have been reported as a result of this event.